Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Equipment was returned to olympus without reprocessing performed/completed at the facility, resulting in foreign material remaining in the nozzle. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a clogged air/ water channel. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found that due to clogging of the nozzle, foreign objects come out of the distal end. Furthermore, the following additional issues were identified during inspection: air/ water-cylinder has no color, s-cylinder has no color, due to clogging of nozzle, water supply volume does not meet the standard value, the objective lens has a crack, light guide lens has a crack, light guide-bundle has breakage, adhesive on bending section cover has wear, connecting tube has a dent, due to wear of angle wire, bending angle in down direction does not meet the standard value, due to damage on channel tube, forceps cannot be inserted smoothly, bending tube is deformed, ig protector is damaged, and the universal cord has buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.